Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a groin hematoma and a femstop was applied, which cause the device to be pulled out. Activated clotting time (act) was 255. It was noted that the patient had a small aortic arch/ventricle. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-6 at 2.8l/min with d5w heparin in the purge solution. The impella will be reported for the early removal of the device; however, the removal was performed with no consequence to the patient. Access site hematoma can be associated with large-bore access cannulas.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6. Medical device problem code has been updated.